Event description:
It was reported that this renegade catheter was used during a carotid cavernous sinus fistula treatment procedure. It was noted during catheter exchange that air leaked into the pt's artery and the EKG pattern deteriorated. The pt is using a respirator. No further details regarding the circumstances surrounding this event are available at this time. The device has not been rec'd for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, with out evaluating the device the co is unable to determine if the device met its specifications. Co's f/u was unable to confirm any malfunction of the renegade catheter. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.